Event description:
It was reported that the 8110 syringe device failed preventive maintenance for barrel clamp test. No additional information was provided. There is no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced syringe sizer, front cover, rear case, left handle, lower housing, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, lens indicator, carriage block assembly, and tube drivearm. Syringe gripper recall complered. Performed calibration. A review of the device history record showed the device had a manufacture date of 04/29/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to syringe sizer sensor failure of the assy bkt clp sizer snsr syr/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case. CAPA #: fi-2017-0015 for syr gripper.

Event description:
It was reported that the 8110 syringe device failed preventive maintenance for barrel clamp test. No additional information was provided. There is no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 8110 syringe device failed preventive maintenance for barrel clamp test. No additional information was provided. There is no patient involvement.